Manufacturer narrative:
At this time, product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and fs libre sensors; no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A company sales representative reported that a customer stated the freestyle libre sensor failed to apply to arm. The customer stated that the applicator "got stuck to the arm", and she subsequently experienced swollen arm and pain after removing applicator. The customer went to the emergency room but it is unknown if any treatment was administered. There was no report of death or permanent injury associated with this event.